Event description:
The user facility biomed reported that the device started smoking alarmed "loss, ac power" and stopped ventilating while on a pt. The pt was removed from the device, bagged and placed on another device. The pt was reported to have experienced some desaturation and bradycardia but was fine following the bagging and being placed on the replacement device.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 10/08/2015: model #, for MDR follow-up #1 is 06/06/2015. Additional information: the repaired device was returned on 09/28/2015.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event and the status of the pt. As of june 05, 2015 there has been no add'l info provided by the user facility. (B)(4). The device has been removed routed to the carefusion failure analysis lab and staged for eval. Once the eval and the repair of the device in the factory service department is complete, carefusion will submit a f/u medwatch report.

Manufacturer narrative:
Failure analysis: avea ventilator pn: 17312-00 sn: (B)(4) was received for investigation. Wall ac was applied to the unit and was able to verify that there was no ac indicator light on with ac connected. I then attempted to power on the unit but unit did not respond. After removing all covers and after a visual inspection no visual anomalies were found and all assembled items appear to be intact and all wires/tubing were found to be routed correctly. After verifying the power entry module fuses were not damaged I began to concentrate on the power supply and I found no wiring issues to and from the power supply. No output voltage was being delivered from the power supply even though ac in was verified to be passing through power entry module. The power supply was then replaced with a known good one and this corrected the no power-on issue (unit was cycled overnight and no issues were found after replacing power supply). The defective power supply pn: 27492-001 rev b sn: (B)(4) was isolated as the cause of the reported loss of ac and after removing the top metal cover of the defective power supply I found the origin of the smoke that the complaint reported findings/root-cause: a lead of a resistor in the power supply rubbed through the protective insulator creating a short and causing the unit to lose ac and smoke to emerge. The carefusion factory service department replaced the power supply and ran the unit through a complete checkout per the factory service procedure to ensure the unit meets all factory specifications. Upon completion the unit was returned to the user facility ready to be placed back into service.